Event description:
It was reported that the patient experienced syncope following a lung infection. It was stated that the patient called the lung infection pneumonia. There was no reported hospitalization. The severity was reported as mild and the adverse event stopped the same day it began. No additional relevant information has been received to date

Event description:
It was later determined by the clinic that the reported events were not serious and were unrelated to vns and vns therapy.

Manufacturer narrative:
Unique identifier #, corrected data: initial report inadvertently input na instead of (B)(4).